Event description:
It was reported that the week prior to the date of this report, the patient was implanted with a stimulation device. There was no alleged product issue, but the patient experienced overdose symptoms. The patient was in rehab following the procedure, and the pump managing physician turned the pump down. The patient status was at the time of the report was noted as alive,without injury. Later, on (B)(6) 2015, information was received from healthcare provider who reported the cause of the patient¿s symptoms was unknown, as they occurred after a scs (spinal cord stimulation) implant. The patient went home and slept for two days and was difficult to arouse. Nothing was done to the pump at the time of the surgery. It was unknown if the pump, catheter, or drug effects contributed to the issues. It was thought that the event could be related to the anesthesia or improved pain control with the scs. As a result, the patient was hospitalized, but no causes were found. As of (B)(6) 2015, the patient had recovered without permanent impairment. On (B)(6) 2015 it was reported that this reporter followed up with the patient for a post-op visit for the patient¿s stimulator and they were unaware of what went wrong with the pump or the dosage. The patient stated she was doing great and was to be released in a few days. The pump was used to deliver baclofen and fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n176678, implanted: (B)(6) 2009, product type: accessory. (B)(4).